Event description:
Customer reported a button error alarm on the insulin pump after it was submerged in pool water. Customer was unable to clear the alarm. The blood glucose reading was 157 mg/dl. He stated that the insulin pump gave off a constant tone but had not given an alarm or alert. Condensation was visible behind the screen. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with intermittent buttons due to corroded keypad traces. No button error alarms noted and no traces of moisture were noted at electronic or motor assemblies per visual inspection. The insulin pump has cracked case at display window corners, minor scratched lcd window and broken belt clip slot.